Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the perimeter of the annulus measured 80.0mm and a larger left ventricular outflow tract (lvot) was reported. The valve dislodged into the ventricle after full deployment at an original depth of 2mm on the non-coronary cusp (ncc) in cusp overlap view. The valve was explanted, and a non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.